Event description:
Boston scientific received information that this device was exhibiting a magnet rate of 90 beats per minute (bpm) with a longevity of 0.5 in may. In august the magnet rate was 90bpm with longevity estimate of 2 years. Boston scientific technical services (ts) discussed the reason for this observation and suggested that the patient's next follow up occur in 2 months since they patient is pacemaker dependent. No adverse patient effects reported.

Event description:
Subsequently, additional information received states that this device has now been explanted due to the battery status stating less then half a year remaining. No adverse patient effects reported from the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was good with an effective magnet rate of 90 paces per minute. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but depleted earlier than expected.